Manufacturer narrative:
Corrections to d10/h3, the reported event that the lag screwdriver gamma3 screwdriver was broken, worn or deformed pegs could be confirmed. A review of the manufacturing records revealed no discrepancies. The item returned was documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. Referring to the long period since manufacturing [manufactured in 2011] the device has reached the end of its useful service-life and had fulfilled its tasks in former surgeries as intended, until the reported event, without problems reported. Evaluation revealed that one peg of the lag screwdriver gamma3® 380x110mm received was completely broken off. The remaining pegs show signs of damage as well [deformed / dented]. The broken off piece was not returned. The breakage surface showed the typical structure of a forced fracture due to overload with an evident material displacement. A pre-damaging of the instrument in prior surgeries could not be excluded. Per the IFU the device should be checked for damage and for function prior to surgery. According to further details received it was noticed intraoperatively and thus, the cause of the event can be found in the intra-operative procedure. Otherwise, the reported problem would have been realized at the time of functional check which is required per IFU and another device would have been used. However, the procedure was completed successfully and referring to additional information provided without any remaining debris in patient. Based on the above facts the root cause of the reported event is not related to a deficiency of the device but is rather linked to improper handling by the user.

Event description:
One of four tooths has broken off.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
One of four tooth's has broken off.